Manufacturer narrative:
The device was returned and evaluated for physical structure. The device was manufactured per patient's prescription. The upper tray was returned without the original packaging. A visual inspection was performed and found the device was returned with normal wear and tear. No major cracks seen, the layers were intact, the device was not clean but no deposits or debris present on the device. The device had a yellow color that may have been a possible consequence of nicotine. A review of the material lot was performed and found no non-conformances. A series of biocompatibility test were performed on a similar thermoformed mouth guard, and it was found that the sleep device materials have been found to be biocompatible. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation, found in any of the test articles. The incident is being monitored, tracked, and trended.

Manufacturer narrative:
The patient's weight was asked but unknown. The date of event was reported to be in 2017; however, there was no exact date and month when patient experienced the reaction. The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced allergic reaction using comfort splint device. The patient reported there was chemical taste in the mouth. The patient also experienced heart palpitations. The patient stopped using the device per dentist's advice. The reported reaction did not persist after the patient stopped using the device. There was no treatment required. The patient is doing fine per the dentist. The device was cleaned using tap water, tooth paste and tooth brush. The device was also cleaned by the dentist with tap water prior delivering to the patient.

Manufacturer narrative:
(B)(4).